Manufacturer narrative:
The field service engineer (fse) evaluated the aia-900 analyzer by phone with the distributor fse. The distributor fse moved the trimmer vr10 counterclockwise to eliminate the saturation then adjusted the temperature to resolve the issue. The analyzer was operational. No further action was required by fse.

Event description:
This report summarizes <noe> 1 </noe> malfunction event on the aia-900 analyzer. The review of the event indicated that the aia-900 analyzer detector temperature was low, which caused delayed reporting of critical patient test results. This report was received from one source. There was no indication of patient intervention or adverse health consequences due to the delayed reporting in patient results. This event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to the public health.